Manufacturer narrative:
B3. Date of event: actual event date was unknown, therefore first day of bsc aware month was selected. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Yasuhara, t., chiba, r., hirosawa, t., yoshida, k., kondo, y., & nakano, y. (2023, march). Comparison of outcomes between transurethral water vapor therapy (wave) and transurethral holmium laser enucleation of the prostate (holep) at our hospital. Department of urology, toho university medical center, hohashi hospital.

Event description:
It was reported to boston scientific via an article shared in the 112th annual meeting of the japanese urological association, that a comparison of outcomes between water vapor therapy (wave) and transurethral holmium laser enucleation of the prostate (holep) was performed. 32 patients (14 wave and 18 holep) who underwent wave and holep procedures from march 2023 to april 2024 were included. Patient background and treatment efficacy were evaluated and studied by uroflowmetry and international prostate symptom score (ipss), overactive bladder symptom score (oabss), and ipss-quality of life score (ipss-qol) at 6 months postoperatively. Perioperative complications included no febrile urinary tract infections in both groups, and one case of postoperative bleeding in both groups.

Event description:
It was reported to boston scientific via an article shared in the 112th annual meeting of the japanese urological association, that a comparison of outcomes between water vapor therapy (wave) and transurethral holmium laser enucleation of the prostate (holep) was performed. 32 patients (14 wave and 18 holep) who underwent wave and holep procedures from march 2023 to april 2024 were included. Patient background and treatment efficacy were evaluated and studied by uroflowmetry and international prostate symptom score (ipss), overactive bladder symptom score (oabss), and ipss-quality of life score (ipss-qol) at 6 months postoperatively. Perioperative complications included no febrile urinary tract infections in both groups, and one case of postoperative bleeding in both groups.

Manufacturer narrative:
B3. Date of event: actual event date was unknown, therefore first day of bsc aware month was selected. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Yasuhara, t., chiba, r., hirosawa, t., yoshida, k., kondo, y., & nakano, y. (2023, march). Comparison of outcomes between transurethral water vapor therapy (wave) and transurethral holmium laser enucleation of the prostate (holep) at our hospital. Department of urology, toho university medical center, hohashi hospital.